Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services due to high blood glucose. Customer's blood glucose was 587 mg/dl. Customer did not stated any symptoms and treatment related to high blood glucose. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.